Event description:
It was reported that the customer had issues with the insulin pump's battery. The customer's blood glucose level was not reported. The battery longevity was only 5 to 7 days. The issues persisted after the battery cap was changed. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with high stop current due to short at driver board at lcd board. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.